Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 168349, test base part number 195-430h / lot: 164509. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) for lot 168349 based on the total quantity of devices manufactured for distribution is 0.0006%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) for lot 168349 based on the total quantity of devices manufactured for distribution is 0.0003%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self tet. The consumer reported a positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated negative results. Per the consumer, she is symptomatic with a sore throat.